Event description:
The monopolar curved scissors was returned along with RMA 30198865 / pr 933680. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection was performed, and no bent components were observed. The instrument was found to exhibit abrasions on the tube adapter. No material appears to be missing.